Event description:
The customer reported that the sys displayed an intermittent communication failure error message followed by a sys lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface circuit board was replaced. The sys was then found to be operating as intended.